Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and topical skin adhesive was used. A week following the procedure,the patient was complaining about skin irritation and redness. The remaining amount of topical skin adhesive was removed with a petroleum and the patient was discharged. Additional information has been requested.